Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported in 2015, a few weeks after implant, the seat belt fastened in their card was causing a pull sensation at the ins site, the patient stated this was due to a magnet in the car. No further complications were reported as a result of this event.